Manufacturer narrative:
No battery cap was received with the insulin pump. No unexpected off no power anomalies, alarms or low battery alerts noted during our testing. The insulin passed displacement test and off no power test. The operating currents were within specifications. However, the insulin pump had cracked lcd window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump alarmed off no power. No low battery alarm was present in the alarm history. The insulin pump had unattended alarms. The customer had issues with the battery cap. This was the second occurrence of the off no power alarm without a low battery prior. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.